Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2350, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2014. Consumer reported she had essure inserted and now she has bad stomach pains, very heavy periods, memory loss, hair loss, dental problems, weight gain, arthritis in knees and elbows, migraines, dizziness, nickel allergies, very fatigued, depression, no sex drive and she is sick all the time. Product technical complain investigation: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow up information received on 13-oct-2016: legal claim was received; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2014. Within the months following the implant procedure she began experiencing abnormal menstruation pain; heavy bleeding; prolonged menses; abnormal abdominal and pelvic pain; abnormal cramping; back pain; migraines; a metal taste in her mouth; fatigue; headaches; weight fluctuation; tooth decay; pain during intercourse, rashes and itching, hair loss and joint pain. In (B)(6) 2015, she began experiencing vaginal infections. On (B)(6) 2015, she underwent an hsg (hysterosalpingogram) test that showed the essure devices had migrated. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes. It took eight weeks to fully recover from that serious, painful and invasive surgery. Since the removal surgery, she continues to experience pain around her ovaries, pain in her joints, and problems with her teeth. Company causality comment: this spontaneous case report was initially received via regulatory authority and upon follow up receipt became legal. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal pelvic pain, amongst non serious events. On or about one year after insertion, she underwent an hsg (hysterosalpingogram) test that showed the essure devices had migrated (device dislocation). Plaintiff underwent a total hysterectomy and bilateral salpingectomy. Pelvic pain and device dislocation are anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and in the lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure therapy, there is a risk that the device could move out of fallopian tubes. In the present case, the exact date and mechanism of the dislocation are unknown. Given the nature of this event, a causal relationship with essure was considered related. This case was regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices migrated"), pelvic pain ("abnormal pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, gerd, blood pressure high on (B)(6) 2014, inflammation gallbladder and polycystic ovarian syndrome. Previously administered products included for an unreported indication: prozac from 2007 to 2008, lisinopril in 2007, metoprolol tartrate, prozac, simvastatin, tylenole with codeine, prilosec and bactrium. Concurrent conditions included morbid obesity. On (B)(6) 2014, 14 days before insertion of essure, the patient experienced tooth disorder ("dental problems"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infections"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced procedural pain ("it took eight weeks to fully recover from that serious, painful and invasive surgery (total hysterectomy and bilateral salpingectomy)"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("bad stomach pains"), menorrhagia ("very heavy periods, prolonged menses"), amnesia ("memory loss"), polyarthritis ("arthritis in knees and elbows"), dizziness ("dizziness"), allergy to metals ("nickel allergies"), depression ("depression") with fatigue, loss of libido ("no sex drive"), malaise ("sick all the time"), dysmenorrhoea ("abnormal menstruation pain"), abdominal pain ("abnormal cramping; abnormal abdominal pain"), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dental caries ("tooth decay/problems with her teeth"), dyspareunia ("pain during intercourse"), rash ("rashes"), pruritus ("itching"), the first episode of arthralgia ("joint pain"), adnexa uteri pain ("pain around her ovaries"), back pain ("back pain"), furuncle ("rashes or skin conditions type: boil on leg"), the second episode of arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with surgery (on (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, amnesia, alopecia, weight increased, polyarthritis, dizziness, allergy to metals, depression, loss of libido, malaise, dysmenorrhoea, abdominal pain, dysgeusia, fatigue, headache, weight fluctuation, dyspareunia, rash, pruritus, vaginal infection, back pain, vaginal haemorrhage, furuncle, vaginal discharge, the last episode of arthralgia and uterine pain outcome was unknown, the abdominal pain upper, migraine and procedural pain had resolved and the tooth disorder, dental caries and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, back pain, dental caries, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, loss of libido, malaise, menorrhagia, migraine, pelvic pain, polyarthritis, procedural pain, pruritus, rash, tooth disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram on (B)(6) 2015: essure devices had migrated. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information, other relevant history, patient details, lab data, product information, events-abnormal bleeding (vaginal,), rashes or skin conditions type: boil on leg, pain, vaginal discharge, hip pain, uterine pain were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices migrated"), pelvic pain ("abnormal pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no. D01969, c03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, gerd, blood pressure high on (B)(6) 2014, inflammation gallbladder, polycystic ovarian syndrome, uterine bleeding, hyperlipidemia and ovarian cyst. Previously administered products included for an unreported indication: prozac from 2007 to 2008, lisinopril, metoprolol tartrate, prozac, simvastatin, tylenole with codeine, prilosec and bactrium. Concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), migraine ("migraines"), dysmenorrhoea ("abnormal menstruation pain"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infections") and irritable bowel syndrome ("gastrointestinal or digestive system condition types ibs"). On (B)(6) 2016, the patient experienced procedural pain ("it took eight weeks to fully recover from that serious, painful and invasive surgery (total hysterectomy and bilateral salpingectomy)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("bad stomach pains"), menorrhagia ("very heavy periods, prolonged menses"), amnesia ("memory loss"), arthritis ("arthritis in knees and elbows"), dizziness ("dizziness"), allergy to metals ("nickel allergies"), depression ("depression") with fatigue, fatigue ("fatigue"), loss of libido ("no sex drive"), malaise ("sick all the time"), abdominal pain ("abnormal cramping; abnormal abdominal pain"), dysgeusia ("metal taste in her mouth"), weight fluctuation ("weight fluctuation"), dental caries ("tooth decay/problems with her teeth"), dyspareunia ("pain during intercourse"), rash ("rashes"), pruritus ("itching"), the first episode of arthralgia ("joint pain"), adnexa uteri pain ("pain around her ovaries"), back pain ("back pain"), furuncle ("rashes or skin conditions type: boil on leg"), the second episode of arthralgia ("hip pain"), uterine pain ("uterine pain"), pain ("body pain") and arthropathy ("unable to walk due to back and knee problems"). The patient was treated with antibiotics and surgery (on (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy to remove the essure and hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, alopecia, weight increased, arthritis, dizziness, allergy to metals, depression, fatigue, loss of libido, malaise, dysmenorrhoea, abdominal pain, dysgeusia, headache, weight fluctuation, dyspareunia, rash, pruritus, vaginal infection, back pain, vaginal haemorrhage, furuncle, vaginal discharge, the last episode of arthralgia, uterine pain, bladder disorder, urinary tract disorder, irritable bowel syndrome, pain and arthropathy outcome was unknown, the abdominal pain upper, migraine and procedural pain had resolved and the amnesia, tooth disorder, dental caries and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthritis, arthropathy, back pain, bladder disorder, dental caries, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, irritable bowel syndrome, loss of libido, malaise, menorrhagia, migraine, pain, pelvic pain, procedural pain, pruritus, rash, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Salpingogram - on (B)(6) 2015: apparent bilateral tubal occlusion. Ultrasound pelvis - on an unknown date: interval increase in size of left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Lot number added. On 28-nov-2018: follow-up 12 and 13 process together. Medical records received. Reporter information and lab data, medical history added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 30-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices migrated/ migration essure device location of device- unsure"), pelvic pain ("abnormal pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no: d01969, c03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, gerd, blood pressure high on (B)(6) 2014, inflammation gallbladder, polycystic ovarian syndrome, uterine bleeding, hyperlipidemia, ovarian cyst and parity 3. Previously administered products included for an unreported indication: prozac from 2007 to 2008, lisinopril, tylenol with codeine, metoprolol tartrate, prozac, simvastatin, prilosec, hydrochlorothiazide and bactrium. Concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy periods, prolonged menses"), tooth disorder ("dental problems"), migraine ("migraines"), dysmenorrhoea ("abnormal menstruation pain"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced psoriasis ("psoriasis") and dyspareunia ("pain during intercourse"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infections") and irritable bowel syndrome ("gastrointestinal or digestive system condition types ibs"). On (B)(6) 2016, the patient experienced procedural pain ("it took eight weeks to fully recover from that serious, painful and invasive surgery (total hysterectomy and bilateral salpingectomy)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("bad stomach pains"), amnesia ("memory loss"), arthritis ("arthritis in knees and elbows"), dizziness ("dizziness"), allergy to metals ("nickel allergies"), depression ("depression") with fatigue, fatigue ("fatigue"), loss of libido ("no sex drive"), malaise ("sick all the time"), abdominal pain ("abnormal cramping; abnormal abdominal pain"), dysgeusia ("metal taste in her mouth"), weight fluctuation ("weight fluctuation"), dental caries ("tooth decay/problems with her teeth"), rash ("rashes"), pruritus ("itching"), the first episode of arthralgia ("joint pain"), adnexa uteri pain ("pain around her ovaries"), back pain ("back pain"), furuncle ("rashes or skin conditions type: boil on leg"), the second episode of arthralgia ("hip pain"), uterine pain ("uterine pain"), pain ("body pain") and arthropathy ("unable to walk due to back and knee problems"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine), lansoprazole (prevacid), sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy and bilateral salpingectomy , cystoscopy, colonoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, alopecia, weight increased, arthritis, dizziness, allergy to metals, depression, fatigue, loss of libido, malaise, dysmenorrhoea, abdominal pain, dysgeusia, headache, weight fluctuation, psoriasis, rash, pruritus, vaginal infection, back pain, vaginal haemorrhage, furuncle, vaginal discharge, the last episode of arthralgia, uterine pain, bladder disorder, urinary tract disorder, irritable bowel syndrome, pain, arthropathy and dyspareunia outcome was unknown, the abdominal pain upper, migraine and procedural pain had resolved and the amnesia, tooth disorder, dental caries and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthritis, arthropathy, back pain, bladder disorder, dental caries, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, irritable bowel syndrome, loss of libido, malaise, menorrhagia, migraine, pain, pelvic pain, procedural pain, pruritus, psoriasis, rash, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: total bilateral occlusion. Salpingogram: on (B)(6) 2015: apparent bilateral tubal occlusion. Ultrasound pelvis: on an unknown date: interval increase in size of left ovarian cyst. Lot number: c03090, expiration date: 31-dec-2016, and manufacturing date: 04-dec-2013. Lot number: d01969, expiration date: 31-aug-2017, and manufacturing date: 21-aug-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-jan-2019: pfs received- new event psoriasis were added. Medical history, treatment and historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices migrated"), pelvic pain ("abnormal pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, gerd, blood pressure high on (B)(6) 2014, inflammation gallbladder and polycystic ovarian syndrome. Previously administered products included for an unreported indication: prozac from 2007 to 2008, lisinopril in 2007, metoprolol tartrate, prozac, simvastatin, tylenol with codeine, prilosec and bacterium. Concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), weight increased ("weight gain"), migraine ("migraines"), dysmenorrhoea ("abnormal menstruation pain"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infections") and irritable bowel syndrome ("gastrointestinal or digestive system condition types ibs"). On (B)(6) 2016, the patient experienced procedural pain ("it took eight weeks to fully recover from that serious, painful and invasive surgery (total hysterectomy and bilateral salpingectomy)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("bad stomach pains"), menorrhagia ("very heavy periods, prolonged menses"), amnesia ("memory loss"), arthritis ("arthritis in knees and elbows"), dizziness ("dizziness"), allergy to metals ("nickel allergies"), depression ("depression") with fatigue, loss of libido ("no sex drive"), malaise ("sick all the time"), abdominal pain ("abnormal cramping; abnormal abdominal pain"), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dental caries ("tooth decay/problems with her teeth"), dyspareunia ("pain during intercourse"), rash ("rashes"), pruritus ("itching"), the first episode of arthralgia ("joint pain"), adnexa uteri pain ("pain around her ovaries"), back pain ("back pain"), furuncle ("rashes or skin conditions type: boil on leg"), the second episode of arthralgia ("hip pain"), uterine pain ("uterine pain"), bladder disorder ("bladder or urinary problems or changes,"), pain ("body pain") and arthropathy ("unable to walk due to back and knee problems"). The patient was treated with surgery (on (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, alopecia, weight increased, arthritis, dizziness, allergy to metals, depression, loss of libido, malaise, dysmenorrhoea, abdominal pain, dysgeusia, fatigue, headache, weight fluctuation, dyspareunia, rash, pruritus, vaginal infection, back pain, vaginal haemorrhage, furuncle, vaginal discharge, the last episode of arthralgia, uterine pain, bladder disorder, urinary tract disorder, irritable bowel syndrome and pain outcome was unknown, the abdominal pain upper, migraine and procedural pain had resolved and the amnesia, tooth disorder, dental caries and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthritis, arthropathy, back pain, bladder disorder, dental caries, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, irritable bowel syndrome, loss of libido, malaise, menorrhagia, migraine, pain, pelvic pain, procedural pain, pruritus, rash, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, patient demographic information, relevant information , lab data and event bladder or urinary problems or changes, gastrointestinal or digestive system condition types ibs , unable to walk due to back and knee problems were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices migrated"), pelvic pain ("abnormal pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, gerd, blood pressure high on 1-dec-2014, inflammation gallbladder and polycystic ovarian syndrome. Previously administered products included for an unreported indication: prozac from 2007 to 2008, lisinopril in 2007, metoprolol tartrate, prozac, simvastatin, tylenole with codeine, prilosec and bactrium. Concurrent conditions included morbid obesity. On (B)(6) 2014, 14 days before insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), weight increased ("weight gain"), migraine ("migraines"), dysmenorrhoea ("abnormal menstruation pain"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In december 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In january 2015, the patient experienced vaginal infection ("vaginal infections") and irritable bowel syndrome ("gastrointestinal or digestive system condition types ibs"). On (B)(6) 2016, the patient experienced procedural pain ("it took eight weeks to fully recover from that serious, painful and invasive surgery (total hysterectomy and bilateral salpingectomy)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("bad stomach pains"), menorrhagia ("very heavy periods, prolonged menses"), amnesia ("memory loss"), arthritis ("arthritis in knees and elbows"), dizziness ("dizziness"), allergy to metals ("nickel allergies"), depression ("depression") with fatigue, fatigue ("fatigue"), loss of libido ("no sex drive"), malaise ("sick all the time"), abdominal pain ("abnormal cramping; abnormal abdominal pain"), dysgeusia ("metal taste in her mouth"), weight fluctuation ("weight fluctuation"), dental caries ("tooth decay/problems with her teeth"), dyspareunia ("pain during intercourse"), rash ("rashes"), pruritus ("itching"), the first episode of arthralgia ("joint pain"), adnexa uteri pain ("pain around her ovaries"), back pain ("back pain"), furuncle ("rashes or skin conditions type: boil on leg"), the second episode of arthralgia ("hip pain"), uterine pain ("uterine pain"), bladder disorder ("bladder or urinary problems or changes,"), pain ("body pain") and arthropathy ("unable to walk due to back and knee problems"). The patient was treated with surgery (on (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy to remove the essure) and surgery (hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, alopecia, weight increased, arthritis, dizziness, allergy to metals, depression, fatigue, loss of libido, malaise, dysmenorrhoea, abdominal pain, dysgeusia, headache, weight fluctuation, dyspareunia, rash, pruritus, vaginal infection, back pain, vaginal haemorrhage, furuncle, vaginal discharge, the last episode of arthralgia, uterine pain, bladder disorder, urinary tract disorder, irritable bowel syndrome, pain and arthropathy outcome was unknown, the abdominal pain upper, migraine and procedural pain had resolved and the amnesia, tooth disorder, dental caries and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthritis, arthropathy, back pain, bladder disorder, dental caries, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, irritable bowel syndrome, loss of libido, malaise, menorrhagia, migraine, pain, pelvic pain, procedural pain, pruritus, rash, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram - on 16-mar-2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 24-feb-2017: final quality safety evaluation of ptc. Company causality comment: this spontaneous report, initially received via health authority and later by a lawyer, refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced devices migrated, abnormal pelvic pain, and heavy bleeding (interpreted a genital bleeding). Nearly 1.5 years after insertion the plaintiff underwent a total hysterectomy with bilateral salpingectomy. These events, serious due to medical significance, are anticipated in the reference safety information of essure. Pelvic pain and genital bleeding may occur during the use of essure. Thus, given a positive temporal relationship and in the lack of alternative explanations, a causality between these events and the inserts cannot be excluded (related). During the use of essure, there is a risk that the device may move out of the fallopian tubes. In the present case, the exact date and mechanism of the dislocation are unknown. Given the nature of this event, a causal relationship with essure was considered related. This case was regarded as incident because of surgical intervention and device removal. Numerous non-serious events were additionally reported. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Further information is expected only through the litigation process.